Event description:
It was reported by the affiliate that when the device was used during an appendectomy procedure, it would not cut. Another device was used to complete the case. There was no consequence to the patient.